Event description:
Received a spontaneous call from the patient, per the patient, cadd ms3 pump sn (B)(4) is beeping showing a line occlusion error message while cadd ms3 pump sn (B)(4) just shows error. The later pump was due for maintenance in april 2018, patient never returned it even though it was replaced. A replacement pump is being shipped out for tomorrow. Did the reported product fault occur while in use? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Was device replaced? Yes. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah. Reported to (B)(6) by: patient/caregiver. Dose or amount: 50/ng/kg/min, frequency: continuously.